Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the esc and down arrow buttons due to corroded keypad traces. No unexpected excessive no delivery alarms noted. The insulin pump passed displacement test, rewind test and basic occlusion test. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)